Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for an oxygen regulation issue and the oxygen blending module board was replaced to address the issue. The device's oxygen blending module subassembly was replaced to address the issue.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, the device was alarming for an oxygen regulation issue. The device's oxygen blending module board was replaced to address the issue.